Event description:
It was reported that during training the ilet screen became unresponsive during the fill tubing process, and the device could not be paired to the mobile application due to internet connectivity issues, resulting in inability to restart through the app. Symptoms included no device alerts or alarms. Outcomes included interruption of intended device use. Investigation included a review of device function based on user report and logistics verification. Investigation of this case revealed a touchscreen/display malfunction preventing interaction. It was concluded that the device experienced a hardware failure of the screen with no reported patient harm.